Event description:
Patient underwent a biventricular ICD upgrade on "(B)(6) 2026." Ep device discovered to be defective post implantation and needs replaced. Patient planning on returning for ICD exchange.